Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine was not draining into the bag. The connector on top of the drainage bag received urine from the extension drainage tube, but does not allow urine to flow into the actual bag. The small bag looking reservoir inside the leg bag stuck together and made urine stay in the tube which resulted in the back flow of urine into the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 unopened dispoz-a-bag leg bag in the original unit packaging. Visual inspection noted no obvious defects. The following functional evaluation was performed: the sample received was connected to the extension tube received and was functionally tested by passing water through a new 16 fr. Catheter (not part of the sample received). Liquid flowed toward the interior of the bag until it was filled to its maximum capacity. During the test the flow was continuous. The liquid was drained without difficulty. The vinyl was cut and it was verified that the embossment was within specifications. Inspected the inlet tube of the bag where the flutter valve is sealed for any type of obstruction and no problem was found; verified that the flutter valve was not bent or had any type of obstruction and no problems were found; inspected the embossment of the flutter valve and it was found that the assembly was correct; inspected the embossment of the clear vinyl on the leg bag no abnormalities were found; inspected the peripheral seal, rotary seal of the bags and no problem was found. No functional issues were noted on the flutter valve. The complaint was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "position bag on leg with flutter valve at top; attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector; to empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.